Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the patient line. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.